Event description:
It was reported patient underwent right total hip arthroplasty on an unknown date in 2003. It was further reported patient underwent a revision on an unknown date in 2004 for unknown reasons. Subsequently, patient underwent a radical debridement procedure on (B)(6) 2005. It was further reported patient was revised on the right side on (B)(6) 2005 due to infection and hypersensitivity.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative, infection, and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 7 of 10 mdrs filed for the same patient (reference 1825034-2014-00588 & 03154 / 03162).